Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified common femoral artery. A 2mm x 40mm x 145cm coyote es was advanced for dilatation. However, during first inflaton at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was the completed with a different device. No patient complications were reported.